Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic pain/pelvic pain') and cholecystitis ('pain: gall bladder (removed due to highly inflamed no stones or sludge)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included weight normal (bmi: 24.027), adenomyosis, biliary colic, c-section and cholelithiasis. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced cholecystitis (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), rash pruritic ("rashes or skin conditions: unspecified/rashes or skin conditions type: wrist rash / hand itchy rash"), bladder disorder ("bladder or urinary problems or changes: unspecified/bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes: unspecified"), allergy to metals ("nickel allergy/nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), visual impairment ("vision/eye problems/vision/eye problems"), eye disorder ("vision/eye problems/vision/eye problems"), fatigue ("fatigue"), irritable bowel syndrome ("irritable bowel syndrome/gastrointestinal or digestive system condition: ibs"), arthralgia ("pain: pain in joints - mainly ankles and wrist/joint pain"), inflammatory pain ("pain: inflammatory state related to nickel in my body"), mood swings ("hormonal changes describe: mood swings") and abdominal distension ("gastrointestinal or digestive system condition: bloating") and was found to have weight increased ("weight gain/weight gain/loss: gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and cholecystectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, cholecystitis, rash pruritic, bladder disorder, urinary tract disorder, allergy to metals, dyspareunia, visual impairment, eye disorder, fatigue, irritable bowel syndrome, inflammatory pain, mood swings and abdominal distension outcome was unknown and the vaginal haemorrhage, menorrhagia, weight increased and arthralgia had resolved. The reporter considered abdominal distension, allergy to metals, arthralgia, bladder disorder, cholecystitis, dyspareunia, eye disorder, fatigue, inflammatory pain, irritable bowel syndrome, menorrhagia, mood swings, pelvic pain, rash pruritic, urinary tract disorder, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: current weight 135 lbs. Surgical pathology report: the anterior right cornu and posterior left cornu exhibit embedded silver coil medical devices within the intramural fallopian tube segments each measuring 1.0 cm in length x 0.3 cm in diameter. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion, both tubes were blocked and essure was in place. ¿concerning the injuries reported in this case, the following one was described in patients medical record: pelvic pain." Most recent follow-up information incorporated above includes: on 28-apr-2020: pfs received: event coding updated from rash to rash pruritic. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic pain/pelvic pain') and cholecystitis ('pain: gall bladder (removed due to highly inflamed no stones or sludge)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included weight normal (bmi: 24.027), adenomyosis, biliary colic, c-section and cholelithiasis. On (B)(6) 2014, the patient had essure inserted. In august 2014, the patient experienced cholecystitis (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), rash pruritic ("rashes or skin conditions: unspecified/rashes or skin conditions type: wrist rash / hand itchy rash"), bladder disorder ("bladder or urinary problems or changes: unspecified/bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes: unspecified"), allergy to metals ("nickel allergy/nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), visual impairment ("vision/eye problems/vision/eye problems"), eye disorder ("vision/eye problems/vision/eye problems"), fatigue ("fatigue"), irritable bowel syndrome ("irritable bowel syndrome/gastrointestinal or digestive system condition: ibs"), arthralgia ("pain: pain in joints - mainly ankles and wrist/joint pain"), inflammatory pain ("pain: inflammatory state related to nickel in my body"), mood swings ("hormonal changes describe: mood swings") and abdominal distension ("gastrointestinal or digestive system condition: bloating") and was found to have weight increased ("weight gain/weight gain/loss: gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and cholecystectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, cholecystitis, rash pruritic, bladder disorder, urinary tract disorder, allergy to metals, dyspareunia, visual impairment, eye disorder, fatigue, irritable bowel syndrome, inflammatory pain, mood swings and abdominal distension outcome was unknown and the vaginal haemorrhage, menorrhagia, weight increased and arthralgia had resolved. The reporter considered abdominal distension, allergy to metals, arthralgia, bladder disorder, cholecystitis, dyspareunia, eye disorder, fatigue, inflammatory pain, irritable bowel syndrome, menorrhagia, mood swings, pelvic pain, rash pruritic, urinary tract disorder, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: current weight 135 lbs. Surgical pathology report: the anterior right cornu and posterior left cornu exhibit embedded silver coil medical devices within the intramural fallopian tube segments each measuring 1.0 cm in length x 0.3 cm in diameter. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion, both tubes were blocked and essure was in place. ¿concerning the injuries reported in this case, the following one was described in patients medical record: pelvic pain." Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain: pelvic pain/pelvic pain') and cholecystitis ('pain: gall bladder (removed due to highly inflamed no stones or sludge)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included weight normal (bmi: 24.027), adenomyosis, biliary colic, c-section and cholelithiasis. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced cholecystitis (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), rash ("rashes or skin conditions: unspecified/rashes or skin conditions type: wrist rash"), bladder disorder ("bladder or urinary problems or changes: unspecified/bladder or urinary problems or changes"), urinary tract disorder ("bladder or urinary problems or changes: unspecified"), allergy to metals ("nickel allergy/nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), visual impairment ("vision/eye problems/vision/eye problems"), eye disorder ("vision/eye problems/vision/eye problems"), fatigue ("fatigue"), irritable bowel syndrome ("irritable bowel syndrome/gastrointestinal or digestive system condition: ibs"), arthralgia ("pain: pain in joints - mainly ankles and wrist/joint pain"), inflammatory pain ("pain: inflammatory state related to nickel in my body"), mood swings ("hormonal changes describe: mood swings") and abdominal distension ("gastrointestinal or digestive system condition: bloating") and was found to have weight increased ("weight gain/weight gain/loss: gain"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy and cholecystectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, cholecystitis, rash, bladder disorder, urinary tract disorder, allergy to metals, dyspareunia, visual impairment, eye disorder, fatigue, irritable bowel syndrome, inflammatory pain, mood swings and abdominal distension outcome was unknown and the vaginal haemorrhage, menorrhagia, weight increased and arthralgia had resolved. The reporter considered abdominal distension, allergy to metals, arthralgia, bladder disorder, cholecystitis, dyspareunia, eye disorder, fatigue, inflammatory pain, irritable bowel syndrome, menorrhagia, mood swings, pelvic pain, rash, urinary tract disorder, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: current weight 135 lbs. Surgical pathology report: the anterior right cornu and posterior left cornu exhibit embedded silver coil medical devices within the intramural fallopian tube segments each measuring 1.0 cm in length x 0.3 cm in diameter. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. Hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion, both tubes were blocked and essure was in place. ¿concerning the injuries reported in this case, the following one was described in patients medical record: pelvic pain." Most recent follow-up information incorporated above includes: on 20-nov-2019: pfs and mr received. Events mood swings and bloating were added. Laboratory data was added. Outcome of weight gain, bleeding and pain with ankles and wrist were updated. Event skin disorder clubbed with rash. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain: pelvic pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included weight normal (bmi: 24.027) and adenomyosis. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"), rash ("rashes or skin conditions: unspecified"), skin disorder ("rashes or skin conditions: unspecified"), bladder disorder ("bladder or urinary problems or changes: unspecified"), urinary tract disorder ("bladder or urinary problems or changes: unspecified"), allergy to metals ("nickel allergy"), dyspareunia ("dyspareunia (painful sexual intercourse)"), visual impairment ("vision/eye problems"), eye disorder ("vision/eye problems"), fatigue ("fatigue"), irritable bowel syndrome ("irritable bowel syndrome"), arthralgia ("pain: pain in joints - mainly ankles and wrist"), cholecystitis ("pain: gall bladder (removed due to highly inflamed no stones or sludge)") and inflammation ("pain: inflammatory state related to nickel in my body") and was found to have weight increased ("weight gain"). The patient was treated with surgery (cholecystectomy and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, rash, skin disorder, bladder disorder, urinary tract disorder, allergy to metals, dyspareunia, visual impairment, eye disorder, fatigue, weight increased, irritable bowel syndrome, arthralgia, cholecystitis and inflammation outcome was unknown. The reporter considered allergy to metals, arthralgia, bladder disorder, cholecystitis, dyspareunia, eye disorder, fatigue, inflammation, irritable bowel syndrome, menorrhagia, pelvic pain, rash, skin disorder, urinary tract disorder, vaginal haemorrhage, visual impairment and weight increased to be related to essure. The reporter commented: current weight (B)(6). Surgical pathology report: the anterior right cornu and posterior left cornu exhibit embedded silver coil medical devices within the intramural fallopian tube segments each measuring 1.0 cm in length x 0.3 cm in diameter. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 24 kg/sqm. ¿concerning the injuries reported in this case, the following one was described in patients medical record: pelvic pain." Most recent follow-up information incorporated above includes: on 2-may-2019: the case is incident. Reporter information was added. This case concerns adult patient. Her demographic was added. Her historical condition was added. Essure indication was amended. Essure removal date was added. Essure lot number was added. Per plaintiff fact sheet: unspecified event: injury to herself was updated to more specific events: pain: pelvic pain, abnormal bleeding (vaginal, menorrhagia), rashes or skin conditions: unspecified, bladder or urinary problems or changes: unspecified), nickel allergy, dyspareunia (painful sexual intercourse), vision/eye problems, fatigue, weight gain, irritable bowel syndrome, pain: pain in joints - mainly ankles and wrist, pain: gall bladder (removed due to highly inflamed no stones or sludge and pain: inflammatory state related to nickel in my body were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.